Manufacturer narrative:
Please disregard the previously submitted medwatches related to this complaint. There was no malfunction in the intended performance associated with the service message as the device performed to specifications. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. Upon power up of the epgs perfusion screen, the pst observed a 'service gas system' message and calibration was unavailable. In the service screen, it was noted that the oxygen (o2) percent hours read 2211802. After 2000000% hours, the system alerts the user to 'service gas system'. The unit operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'gas blender failure' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.